Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during device evaluation: foreign objects in the air/water cylinder, foreign objects in the air/water tube, foreign objects on the plastic distal end cover, and foreign objects on the adhesive of the bending section cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the cause of the malfunctions identified during the investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an error code on the screen during reprocessing. There was no patient involvement.